Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph was provided for evaluation. The visual inspection of the photograph showed a leakage from monitor line/tp square. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed with one unit of prismaflex st150 set c during priming. There was no patient involvement. No additional information is available.